Event description:
Information rec'd indicates the valve was retrieved after 13 months service life due to cuspal tears located on the noncoronary leaflet. The valve was replaced with no add'l pt complication reported.